Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed due to damage on the charged coupled device (ccd) unit, the image disappears during angulation in all directions based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as material problems like degradation or inappropriate material, a mechanical problem like leakage/seal, stress, deformation, or wear and tear or an environmental problem like temperature, dust or dirt, or humidity. These causes can occur between components such as circuit board, connector/coupler, electrical cable, and imager, without any design or manufacturing issue that could lead to image defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the broncho videoscope had visual artefacts, with visible lines. The fault was detected at the start of the procedure. There were no reports of patient harm. The diagnosis was completed using a replacement olympus device, without causing any delay.